Manufacturer narrative:
Patient identifier not sufficient to hold all digits, should read: (B)(6). No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that site was inaccurate by 2-3 mm when they reached c2 while pinning the head with the cranial frame. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.